Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018 due to low blood glucose. The cause of death was low blood glucose. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was thought by the doctors to be 30 mg/dl at the time the low incident started and was 70 mg/dl by the time of admission. The caller is unsure if the customer was wearing the insulin pump at the time of death. The customer's blood glucose crashed so low that they went into a coma. The customer did not recover and was taken to hospice care. The customer was not using sensors. The caller agreed to return the insulin pump for analysis but declined to upload the pump.